Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". Concomitant products included amitriptyline from (B)(6) 2017 to (B)(6) 2018, aripiprazole (abilify) since (B)(6) 2017, buspirone hydrochloride (buspar) from (B)(6) 2012 to (B)(6) 2014, duloxetine hydrochloride (cymbalta) since (B)(6) 2016, gabapentin from (B)(6) 2016 to (B)(6) 2018, hydroxyzine embonate (vistaril) from (B)(6) 2013 to (B)(6) 2014, hydroxyzine from (B)(6) 2018 to (B)(6) 2019, lithium from (B)(6) 2018 to (B)(6) 2018, mirtazapine (remeron) from (B)(6) 2016 to (B)(6) 2016, prazosin from (B)(6) 2017 to (B)(6) 2017, pregabalin (lyrica) from (B)(6) 2014 to (B)(6) 2015, tizanidine from (B)(6) 2018 to (B)(6) 2018, topiramate from (B)(6) 2016 to (B)(6) 2016, tramadol from (B)(6) 2016 to (B)(6) 2016, trazodone from (B)(6) 2012 to (B)(6) 2013 and venlafaxine hydrochloride (effexor) from (B)(6) 2012 to (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced fibromyalgia ("fibromyalgia") and arthralgia ("joint pain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neurological conditions or problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, allergy to metals, dermatitis allergic, bladder disorder, gastrointestinal disorder, nervous system disorder, weight increased and weight decreased had not resolved, the fatigue and arthralgia was resolving and the fibromyalgia outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, nervous system disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatments for events chronic, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added: fibromyalgia, joint pain. Outcome of the events joint pain and fatigue were updated to recovering/resolving. Reporters and concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic dysmenorrhea (cramping)"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and nervous system disorder ("neurological conditions or problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, allergy to metals, dermatitis allergic, bladder disorder, fatigue, gastrointestinal disorder, nervous system disorder, weight increased and weight decreased had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, fatigue, gastrointestinal disorder, nervous system disorder, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: she received treatments for events chronic, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: reporter¿s details updated and patient demographics were added. Essure indication updated. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). On (B)(6) 2018, she explanted essure. Injury events was updated to chronic, dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, nickel allergy, rash/skin condition, bladder problems, fatigue, gi conditions, neurological conditions or problems, weight gain, weight loss, patient did not performed essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.